Event description:
The customer called to report unexplained low blood glucose levels for the past four days. The customer reported a blood glucose reading of 64 mg/dl. The customer also reported that the paramedics have been called several times after being found unconscious by his wife. The call was disconnected at this point. The customer was called back, but there was no answer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.